Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department from the acute pain services with a report that the device did not sound an audible alarm tone. No specific details were provided; however, the customer contact stated the device was not in clinical use. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.